Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received form the USA stating that the device had "bearings wearing out." Device was not used in surgery. It was unknown if there was injury or medical intervention occurred. There was no additional information provided.